Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a fusiform shaped thoracic aortic aneurysm approx one month ago. The aneurysm size is unk. The vessels were not tortuous or calcified. It was reported that the lcca and lca were debranched with a bypass before tevar. The physician implanted two stent grafts tw4036c112tj (MFR 2953200-2009-01565) and tf4646c112tj (MFR 2953200-2009-01564) without any problem. Two weeks post implant a follow-up CT indicated that there was thrombus in the inner-wall of the implanted stent graft. The pt was asymptomatic. No further treatment was performed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
No intervention performed. Eval: results - arterial and venous occlusion. Thrombus. Conclusions: thrombus.